Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix stretched and bent with tissue in the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited a positioning issue. Positioning was attempted three times. After rotating the lead about ten times, satisfactory electrocardiogram (ECG) data could not be obtained, so it was decided to change the location. However, even when trying to pull the rv lead out while rotating it counterclockwise, it would not come out. Despite multiple attempts to rotate and pull, it did not move. The rv lead was extracted and a piece of tissue was attached to the helix, and the helix was deformed. The rv lead was attempted, not used and replaced. No patient complications have been reported as a result of this event.